Manufacturer narrative:
The reported complaint of egm flatline was confirmed. Based on the information provided, the root cause was unable to be determined. The flatline issue ultimately self resolved.

Event description:
Additional information was received that noise, loss of sensing, and additional episodes of undersensing were observed. No intervention has been performed at this time.

Event description:
Additional information was received that episodes of undersensing were observed on the device. The device was reprogrammed. The patient was stable.

Event description:
During a remote follow-up, missing egms, egm anomaly, and marker anomaly were all observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported complaint of egm flatline was confirmed. Based on the information provided, the root cause was unable to be determined. The flatline issue ultimately self resolved.